Event description:
The catheter was explanted and replaced due to "catheter migration from thoracic to lumbar."

Manufacturer narrative:
Device analysis results not available at the time of this report.